Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed and would not open. A field service engineer found that the helmer fridge was off the bus. Both the medstation and the fridge were powered off. After one minute, the fridge was powered back on. Once the display showed the temperature, the medstation was powered on and the hardware test application passed, and the pharmacist successfully completed recovery and inventory of the medication in the fridge to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator system refrigerator door was failed and would not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.